Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced difficulty charging her scs ipg. The pt stated she could not charge her ipg, the charger indicated an error. A replacement charger did not resolve the issue. A sjm rep met with the pt and confirmed the pt's ipg battery would not charge and the pt programmer displayed the "low battery" indicator message. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Results: visual inspection of the returned ipg showed the can was in good condition. The reported event for "no communication" was confirmed. As received, the ipg would not communicate with a test patient programmer. The ipg's battery voltage was below the minimum necessary for communication. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's ipg was explanted and replaced on (B)(6) 2014.